Event description:
It was reported that, the modular stem was replaced by a zimmer monoblock stem-pressfit. The insert was replaced with a stryker 36mm x3 insert.

Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.